Manufacturer narrative:
(B)(4). Date sent: 6/09/2026 d4: batch #566c16 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the lever bailout was damaged due to interaction with the cam bailout and evidence of corrosion was noted on the components of the device. No functional testing could be performed due to the returned condition of the device. One possible cause for this condition may be exposure of cleaning solutions. It is possible that an outside the normal use force was applied on the lever bailout as it was pushed down once the device was bailout. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished psee45a, with lot number a9dp21, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 566c16, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device would not fire. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.